Event description:
Hyperopic lasik with visx3 with visx3 with eye tracker. Vision fluctuates. Best vision currently anywhere from 20/50 to 20/200 (od) and 20/50-20/200 (os). Pt cannot perform their job as an nicu nurse. Since they cannot start IV's, ect they have no depth perception. Pt was +6 prior to procedure, and told device was ok for this treatment.